Event description:
It was reported that the right atrial (ra) lead was noted to be dislodged during an in clinic follow-up. The ra lead was repositioned to resolve the event and the patient was in stable condition.